Manufacturer narrative:
According to the complaint report, the defective parts have been scrapped and are not available for investigation. A supplemental medwatch will be submitted if additional information becomes available. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the customer: 3 times they have had to change the hls set, due to increasing dp during use on patients. They have not saved the sets and they only have the lot number on last set they had to change during run, so 2 more set with lot numbers unknown. Additional information: there were no negative consequences for the patient. (B)(4).